Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and was found to have a grip input disk #7 broken into pieces inside the housing. The instrument was found to have hairline cracks on input shafts # 6 and #7. Other backend components adjacent to the broken inputs do not show damage. The instrument failed the engagement test. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Due to the returned condition of the instrument, the clip test was unable to be performed. No grip misalignment was observed. Additionally, the instrument was found to have corrosion on the bearings. The grip input disk bearings had oxidation, characterized by orange discoloration. Corrosion developed along the outer ring on the bearings. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the large hem-o-lok clip applier instrument was difficult to advance through the trocar and then would not fully engage to clip. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: prior to clip application, the instrument had difficulty advancing through the trocar. The issue occurred while the surgeon was attempting to clamp on a vessel or tissue bundle. Once the instrument was advanced through the trocar, the instrument would not fully close the clip. The large weck hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue occurred on the 1st clip application. The issue was resolved with a backup clip applier instrument. There are no photos and/or videos of this event available for isi review.